Manufacturer narrative:
UDI field (d4) concomitant product UDI for lgx 18cm is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the reservoir had a hole. The device was explanted and replaced, and the reservoir was left inside the patient. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for lgx 18cm is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned ms pump underwent a comprehensive evaluation. Microscope inspection revealed ms pump kink resistant tubing (krt) had a hole from wear, also contamination (bodily fluid) was found within the ms pump. Ms pump krt had a leak from wear, and the ms pump was not functionally tested. Additionally, the reservoir was not available for analysis; therefore, no physical analysis could be performed to this component. The reported reservoir performance allegation of hole/perforation and mechanical issue cannot be confirmed. Based on the DHR, both the reservoir and ms pump were confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Based on the information available, without a returned reservoir available for analysis and based on this investigation, a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that the reservoir had a hole. The device was explanted and replaced, and the reservoir was left inside the patient. There were no patient complications.